Event description:
In 2006, dr. (B)(6) did what she called a "bladder tack surgery" using a prolift sling by obtryx (tvt sling), amp repair, and anterior/posterior "colporrhaphy." I had to stay at (B)(6) hospital in (B)(6), an extra day because the very first cut, she did caused me to bleed and lose a lot of blood and during the commotion the doctor pulled my left leg back very far, injuring the tendon in my inner thigh. I had to leave the hospital on crutches. Even though, it stopped the urine leakage, I still have inner thigh pains, painful sex, urine still left in the bladder, rectocele: colon pushing into the vagina, and a shortened vagina. I've complained to her about these things but she did nothing, but offer more surgery to loosen the mesh so painful sex would lessen. Dates of use: (B)(6) 2006.